Event description:
Reportedly, the device was applied to tissue and a double seal was made to the vessel. The device was removed and the facility reports the seal broke apart and bleeding occurred. It was necessary to open the pt to finish the procedure. There is no current pt status available. Procedure: unspecified rectal procedure.